Event description:
It was reported that the pacemaker was malfunctioning. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the device was returned, analyzed, and found to have normal battery depletion.